Event description:
It was reported that during a lead revision after the implant procedure the right atrial (ra) lead was found dislodge and the helix would not retract. As access to vessel was lost, explant procedure will occur in the future. Boston scientific technical services discussed possible causes of noise in the wireless electrocardiogram. No adverse patient effects were reported.